Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 8 of 8 it was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer received erroneous results for sodium and other unnamed chemistry assays. The sample was retested multiple times and continued to give higher values. The patient was sent to the emergency room. Upon recollection and retesting the results were normal. The initial results were amended. There were no health impact or consequences reported.

Event description:
Report 8 of 8. It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer received erroneous results for sodium and other unnamed chemistry assays. The sample was retested multiple times and continued to give higher values. The patient was sent to the emergency room. Upon recollection and retesting the results were normal. The initial results were amended. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-mar-2025. Investigation summary : bd received one photo and 196 samples for investigation. After analysis, the reported defect was not detected in the customer photo. Out of the 196 customer samples, 30 underwent visual inspection for additive defects, and none failed. Additionally, 30 retained samples were visually inspected for visual defects, and none of these samples failed. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation couldn't be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results -potassium. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.